Event description:
The device was removed due to "non-function". The entire device was removed ans replaced with a 3-piece inflatable penile prosthesis. 1/15/97-co's office called facility in an effort to obtained the explanted device. Co spoke with a staff member of their pathology department who stated. Specimens are discarded after 14 days, however they had performed a gross exam of the device and found a tubing tear near the pump".

Manufacturer narrative:
As reported to co by the user facility, the explanted penile prosthesis was destroyed. Add'l info concerning this event has been requested. At this time, no response has been received. Without the benefit of examination and testing, qa is precluded from commenting on the condition of the device or the cause for this occurrence. Should add'l info be received, qa will file an addendum to this report if required.